Event description:
A malfunction was reported on a pump, which resulted in the screen becoming dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller to connect the pump to a power source, which resolved the issue as the screen turned back on. The malfunction code was reset successfully, and the problem did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if the issue returned.